Event description:
It was reported the right atrial (ra) lead had a warning for high impedance and was unable to distinguish any p-waves. Also the electrogram appeared to show some artifact with possible loss of contact and a suspected loose set screw. The ra lead remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator: (B)(6) 2012; 5054 implantable pacing lead: (B)(6) 2012. (B)(4).